Event description:
It was reported that during an unspecified procedure the tip of a guidewire broke off. The lesion characteristics are unknown. The lesion was located in the tibial artery. The pt graphix guidewire tip broke off in the patient's artery. The tip was successfully snared and removed. The procedure was completed with another pt graphix guidewire. There were no further patient complications or injuries reported. The patient status is listed as 'ok'.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).